Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced persistent reflux symptoms leading to explant of the linx device. The linx device was used as a part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred (B)(6) 2013 without issue. Uneventful device explant on (B)(6) 2014. Device found in correct position/geometry at time of explant. Slight herniation of ge junction adn device into the mediastinum. Linx device was not retained. Patient underwent nissen fundoplication during same procedure as explant of linx device. Patient in satisfactory condition after explant.